Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: cracks in corner and front panel scratched. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power turned off occurred due to power supply printed circuit board (g1 board) failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during an unspecified procedure, the monitor turned off intermittently. The procedure was completed using a similar device. There was no report of patient harm.